Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
The user reported bad sound quality and intermittency with the device. Otoplan indicate shallow insertion/extra-cochlear channels. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported bad sound quality and intermittency with the device. The user was reimplanted on (B)(6) 2025. There were approximately 2 extra-cochlear channels.